Event description:
Caller reported a malfunction on the pump, identified with a malfunction code but no notable events were mentioned to have occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, assisted with the reset process, and instructed the caller to contact them again if any malfunction code recurs. The issue did not recur after the reset, allowing the customer to continue using the pump.